Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 4 opened/used enlite sensors and performed bicarbonate buffer test. 2 of 4 sensors failed for high readings, 2 remaining sensors passed per specification with accurate readings.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 122 mg/dl, compared with the sensor glucose reading of below 40 mg/dl. The customer also noted that the insulin pump had alarmed change sensor alarm as well. Nothing further reported.